Event description:
It was reported a spectrum pump experienced constant air in line alarms when no air was present (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.